Event description:
The event is reported as: complaint alleges: "aqupak was connected to flowmeter. During changing of the over-ear-cannula the aquapak got broken at the neck (between flow meter and aquapak) and it fell down. Customer stated that no force was applied at all. No consequence for the pt as this occurs after usage". No pt injury reported.

Manufacturer narrative:
The sample received by manufacturer, but investigation is incomplete at time of this report.